Event description:
As reported by the field clinical specialist, a patient underwent a mitral viv procedure with femoral vein access for a transseptal access. The first valve was wasted because we could not get past the skin area of access due to scar tissue. The 16fr sheath was in place but the valve was getting stuck before entering the skin area. Sheath was positioned up to the light blue section. Tried different approaches but nothing would work. Removed the whole system and started over with the groin. They used serial dilators up to 26fr to dilate the femoral vein before putting the 2nd sheath in place. Once the second valve was prepared. The valve was inserted by the cts and got stuck halfway through the sheath. The commander kinked trying to push through and the valve would advance no further. It was decided to pull the valve back within the sheath but when that did not work, it was decided to pull the system out as one unit. The commander balloon came out of the valve and the valve was stuck in the sheath and vein. A couple of attempts to move the valve back within the sheath were unsuccessful. It was decided to abort the procedure and surgically removed the valve. A vascular surgeon was called to help with this process. The valve was destroyed upon removal. Patient was complete and patient returned to room. Upon follow up, the fcs advised that there was no difficulty faced inserting esheath into patient. The expansion tool was used (esheath+). The loader was able to be fully inserted into the esheath/esheath housing. The esheath was not inserted at a steep angle. Right side access was achieved. The delivery system and valve did not exit the tip of the sheath. The delivery system was stuck first to mid portion of the blue section of the esheath. The thv was crimped per IFU. The delivery system was prepared per IFU. The esheath was kinked and there was tearing/sheared the clear part of the expansion portion. The perceived root cause of the event is unknown. Device photos were received. All devices were discarded.

Manufacturer narrative:
This is 2 of 3 reports. The investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient underwent a mitral viv procedure with femoral vein access for a transseptal access. The first valve was wasted because we could not get past the skin area of access due to scar tissue. The 16fr sheath was in place but the valve was getting stuck before entering the skin area. Sheath was positioned up to the light blue section. Tried different approaches but nothing would work. Removed the whole system and started over with the groin. They used serial dilators up to 26fr to dilate the femoral vein before putting the 2nd sheath in place. Once the second valve was prepared. The valve was inserted by the cts and got stuck halfway through the sheath. The commander kinked trying to push through and the valve would advance no further. It was decided to pull the valve back within the sheath but when that did not work, it was decided to pull the system out as one unit. The commander balloon came out of the valve and the valve was stuck in the sheath and vein. A couple of attempts to move the valve back within the sheath were unsuccessful. It was decided to abort the procedure and surgically removed the valve. A vascular surgeon was called to help with this process. The valve was destroyed upon removal. Patient was complete and patient returned to room. Upon follow up, the fcs advised that there was no difficulty faced inserting esheath into patient. The expansion tool was used (esheath+). The loader was able to be fully inserted into the esheath/esheath housing. The esheath was not inserted at a steep angle. Right side access was achieved. The delivery system and valve did not exit the tip of the sheath. The delivery system was stuck first to mid portion of the blue section of the esheath. The thv was crimped per IFU. The delivery system was prepared per IFU. The esheath was kinked and there was tearing/sheared the clear part of the expansion portion. The perceived root cause of the event is unknown. Device photos were received. Upon review of photos, liner strand was discovered. All devices were discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5 h6: component codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Imagery that was received revealed the sheath is observed to have a liner tear with two strands at distal end. Additional long liner strand appears to be tangled up within retrieved thv. Torn liner along proximal remaining shaft unable to be visualized based on imaging angle; however, presence of multiple liner strands corroborates liner being torn along the shaft length. Kink noted on sheath shaft distal of mid-section. Per fluoro, crimped valve appears to have bent struts at thv inflow with one strut bent inwards and one bent outward. 3mensio imagery did not prove relevant information (vessels access not imaged). Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath was confirmed based on reviewed imagery. In this case, 3mensio reported did not provide any details about patient's vasculature. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. The complaints for sheath liner torn, sheath kinked, bent, and sheath liner strand were confirmed based on reviewed imagery. Available information suggests procedural factors (bent strut, device manipulation) likely contributed to the event as the device imagery revealed bent struts. The crimped valve can catch onto the sheath liner, leading to tearing or strand formation while attempting to pass the system through with high push force. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath (e.g. Kink) through physical stress exerted on the shaft. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to photo review findings, sections g6, h2, h6: added additional code to device code.